Event description:
It was reported a device related thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted with a complete seal. The patient was on xarelto. At the patient's 45-day follow-up appointment, a transesophageal echocardiogram (tee) was performed which revealed a mobile thrombus on the face of the closure device. It was suggested that the patient may not have been compliant with their medication regimen. The patient will remain on oral anticoagulant (oac) medication until further follow up. The physician changed the medication to eliquis 5mg twice a day.

Manufacturer narrative:
Implant date: implant date estimated since unknown.